Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test due to missing segments. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The mother reported via phone call that the customer's insulin pump was damaged. The mother stated the lcd screen was cracked and the customer was unable to read the screen. Customer's blood glucose was unknown. It was also reported the insulin pump was knocked down, resulting in the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.